Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient has suffered mental and physical pain including, but not limited to additional surgeries, incontinence, extreme pain, erosion, bladder and urethra infections and other permanent injuries. No other information is available.